Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the examples provided by the user and the sensor data available in the data management system (dms), indicated that the system was working within expectations. Overall, bg values meet the sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. However, during a follow-up call, the user declined sensor-relink mentioning that the system was functioning properly, and no further assistance was required. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.